Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead was failed to disconnect. Under fluoroscopic observation, it appeared that the helix could not be fully retracted. The rv was implanted-inactive and replaced. The patient was in stable condition throughout the procedure.